Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and chronic low back pain. It was reported patient¿s first day after surgery took down to nothing, rep did this on (B)(6) 2013. Patient mentioned in the past, device was shocking her. Patient noted she was getting ready for major surgery which was unrelated to device. Patient noted while talking to healthcare provider (hcp), she mentioned the device shocked her a couple times. Patient stated rep talked to patient and checked unit and said everything working well. Patient stated she had shocking in gut and women parts, and this happened on (B)(6) 2017. It was mentioned patient had lost (B)(6), did a tummy tuck and lift. It was stated device shocking patient on 2017. No further complication and no symptoms were reported. Refer to (B)(4) for taking longer to charge and (B)(4) for 375 error code on recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported a representative was trying to make adjustments and shocked them terribly. It reportedly took more than a few seconds to get it to stop. The patient did not let them touch the device again. It was reported that the shocking was resolved. No further complications reported/anticipated.